Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that buttons were difficulty pressing while changing the tubing. Customer's blood glucose level was unknown. Customer stated that the reservoir had a small air bubble and her husband was trying to flush it out with the fill tubing, but then the insulin pump indicated max fill reached. The approximate size of air bubbles was small bubbles. The insulin pump will not be returned for analysis.